Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, the pump was reset to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.